Event description:
It was reported that an adriamycin/etoposide/vincristine infusion was started on (B)(6) 2025, at 1705. The ordered infusion rate was 21.4ml/hr, with a volume to be infused of 514.6ml, and a total bag/bottle volume and concentration of 514.6ml. The infusion was programmed manually using basic infusion. It was noted that 514.6ml had infused over 12 hours. There was patient involvement but no harm. Bd performed an onsite visit and reported the following information: the event took place in the inpatient oncology unit, which was located on 20 south at the time of the event. The unit has since relocated on the same floor and is now referred to as 20 north. The event alaris devices were sequestered and remain in biomed. Biomed reported that this is the second time the patient had the same reported issue. The previous event happened approximately a month earlier and was programmed for 24 hours but the infusion completed two hours earlier than expected, infusing in approximately twenty-two hours. After the first event, the devices were not removed for biomed, and the event was not reported until the second event occurred since the infusion completed in just over 12 hours, instead of 24 hours. After the second event, the devices were sequestered and provided to risk, which provided the devices to biomed. The logs were extracted and sent to bd for review. Dchu received logs filtered to july 11th through july 14th and the event occurred on june 22nd. The tpc attempted to retrieve unfiltered logs from the devices. It was discovered that the pump modules were tested and inspected by biomed and no fault was found, so the devices were released back to circulation. The tpc was informed that the pcu was sequestered to their biomed storage room. Biomed went to retrieve the pcu and discovered that the pcu was gone from the holding area. The tpc recommended if the pcu was found, to extract all logs and send to bd for review. They stated that they tested the pumps 3 times and passed rate accuracy testing within specifications. The clinician that experienced the reported event was not available, instead they met with the clinical leader, who provided the following information: - they stated that the infusion was hung and started at 5pm with a two rn verification. The infusion was reviewed again at shift change at 7pm with the off going and oncoming nurses and everything was correct. Per clinical leader, chemotherapy infusions that are mixed, like the reported event, often have more air in them and have lots of air-in-line alarms. The clinician had been in and out of the patients¿ room during the shift addressing multiple air-in-line alarms during the infusion. At 5am, the clinician went into the patients¿ room and the device was alarming air-in-line and noticed that the IV bag was empty. Clinical confirmed that the rate had not been changed. The rate was 21.4 ml. - the IV bag was covered with an amber colored plastic bag to protect it from light. The clinical leader stated that with 24-hour infusions they usually see the infusions take longer than expected. The device was removed from use because clinical leader wanted the devices tested immediately. On monday morning, (B)(6) 2025, the clinical leader took the event devices to testing. After the event, education was conducted with clinical staff to visually check the volume in the bag. - this was the second time the infusion went in quicker than expected. The first time this happened, the device was not pulled out of use and the infusion completed two hours earlier than expected, or about 47 cc. The clinical leader stated that maybe the bag didn¿t have the full amount of volume in it. Both events happened with the same patient but on different admissions to the unit. The nurse did not assess the drip chamber but did verify the programming on the alaris device. The IV set was loaded correctly. The infusion was administered on a nitral tubing. Per the clinical leader, internal emails from biomed stated that biomed did a ¿rate flow¿ test. Log information was sent and reviewed. Reviewed the logs, observing multiple alarms throughout the night and theorized that a bolus was given, which does not align with clinical staff¿s practice. The clinical leader confirmed with the nurse that boluses does not align with her practice. Mixed medications will sometimes be programmed in basic infusion, which was how this infusion was programmed this type of infusion is prepared and primed by pharmacy. The infusion is prepared in a premanufactured b braun IV bag. The type of IV set used would be a bd alaris pump infusion set 2432-0007 with an onguard 2 cstd syringe adaptor lock ii ref (B)(4) attached to the distal end of the IV set following priming. The infusion would be hand carried to the unit for administration. The clinician will then add an onguard 2 cstd luer lock adaptor ref (B)(4) to the distal port on the primary maintenance IV line bd pump infusion set 2426-0007 (infusing on a separate pump module) and y-site connected.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an adriamycin/etoposide/vincristine infusion was started on june 22, at 1705. The ordered infusion rate was 21.4ml/hr, with a volume to be infused of 514.6ml, and a total bag/bottle volume and concentration of 514.6ml. The infusion was programmed manually using basic infusion. It was noted that 514.6ml had infused over 12 hours. There was patient involvement but no harm.

Event description:
It was reported that an adriamycin/etoposide/vincristine infusion was started on (B)(6), at 1705. The ordered infusion rate was 21.4ml/hr, with a volume to be infused of 514.6ml, and a total bag/bottle volume and concentration of 514.6ml. The infusion was programmed manually using basic infusion. It was noted that 514.6ml had infused over 12 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over-infusing adriamycin/etoposide/vincristine was not identified during a review of the device logs. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A review of the concomitant pcu¿s event log provided by the facility showed that the device only had records for the dates 11jul2025 and 14jul2025 which only were log requests, there were no infusions recorded in the log or other event data, and there were no records for the reported date, it is unknown if the event log cleared before it was requested. Testing of the devices could not be performed due to no devices being returned for investigation. Bd alaris system user manual v9.33, states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing adriamycin/etoposide/vincristine could not be determined during the investigation. A full review of the device logs on the reported date could not be performed due to the device logs provided being cleared from infusion records, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.